Event description:
It was reported that this patient presented to the emergency room (ER) indicating that they received shocks from their single chamber implantable cardioverter defibrillator (ICD) device. The ER physician contacted boston scientific technical services (ts) to review device data. Ts review noted there were several stored non-sustained episodes from that day with a rate in the device programmed monitor-only zone where no device therapy was provided. There was also a stored episode in which the patient received anti-tachycardia pacing (atp) therapy followed by 41 joule device shocks for a rate in device programmed therapy zone. The therapy did not convert the arrhythmia and device therapy was exhausted. The rate of the arrhythmia increased after therapy was exhausted. Ts indicated that the device therapy was provided for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). As a result, this device therapy is inappropriate. There were no out of range measurements observed. Ts faxed the transmission report to the physician. The device remains in-service. No additional adverse patient effects were reported.